Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision. Left asr xl acetabular system. Reason for revision: pain. Update from crawfords spreadsheet (B)(6) 2011: reason for revision, products, desc.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left asr xl acetabular system. Reason for revision: pain. Update from (B)(6) spreadsheet 8th nov 2011: reason for revision, products, desc. Update: lot codes received 21 may 2012. Update - marked as legal, added kid, amended implant date and revision date. Taken from (B)(6) email dated 1st august 2014. Update - amended implant and revision date, added stem and sleeve and all expiry dates. Taken from claimsuite dated 10th march 2015. Surgery date: (B)(6) 2010. Date of revision: (B)(6) 2011.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left asr xl acetabular system. Reason for revision: pain. Update from (B)(6) spreadsheet 8th nov 2011: reason for revision, products, desc. Update: lot codes received 21 may 2012. Update - marked as legal, added kid, amended implant date and revision date. Taken from (B)(6) email dated 1st august 2014.